Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.

Event description:
According to reporter, the product was in use for 2 to 3 weeks. Reportedly, the trach was noted to suddenly deflate at the cuff. Replacement was required. No incident related medical sequelae was reported.